Event description:
It was reported that the customer was hospitalized and had two insulin pumps connected to him upon arrival at the intensive care unit. The blood glucose reading was 60 mg/dl. The reporting nurse stated that the insulin pumps continued to administer insulin to customer, and he had called to find out how to disconnect the patient from the insulin pumps prior to treatment. Advised nurse on procedure for infusion set and reservoir disconnection. We made several attempts to obtain more information regarding the hospitalization and other insulin pump, but we were unable to reach the customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-03341.